Event description:
The manufacturer received information alleging a patient with a philips CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
On previously submitted report, section box b: adverse event or product problem was incorrect. In this report box b: adverse event or product problem has been updated/corrected.